Event description:
It was reported that the customer's blood glucose level was displayed as "high," although the specific value was unknown. Cause was not known. The customer took corrective action by administering a correction injection using manual delivery and declined further assistance or a system check, indicating no further help was required. Customer to reach out to their healthcare provider to obtain an alternate form of insulin therapy.